Manufacturer narrative:
The customer reported that they have been struggling with bent cannulas, had issues with high blood glucose and finally got an infusion set that worked and her blood glucose bottomed out. The customer stated that they have been eating only one meal a day. The insulin pump remains in use.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed emergency medical services due to blood glucose of 30mg/dl. Customer stated that 911 was called and emergency medical services arrived and assisted with low readings. Customer had hypoglycemia and was treated with glucose tablets, glucose gel, and food. Customer was wearing the insulin pump during treatment. Customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.